Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties of balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in japan by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4).

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the 90% stenosed mid left anterior descending coronary artery. A 2.0x15mm tenku balloon dilatation catheter (bdc) was advanced to the target lesion and crossed. During the first inflation, the balloon ruptured at four atmospheres. The procedure was successfully completed with a new, same-sized tenku bdc. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.